Event description:
It was reported that the patient with this right ventricular (rv) lead was too sensitive and needed to be checked for x ray. This was observed during the last clinic visit. Technical services (ts) consultant referred the patient to physician. As of this time, this rv lead remains in service. No adverse patient effects were reported.